Event description:
It was reported that the device would intermittently power on and off on its own. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb.